Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the patient's ventricle. A lead revision was performed to place the lead back into the atrium, and the lead remains in use. No patient complications have been reported as a result of this event.